Manufacturer narrative:
Additional information: event. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 13feb2019 from the customer. It was reported the distal part of the dilator sheared upon attempted removal of the dilator over the wire. The biopsy could not be performed and the procedure was cancelled.

Manufacturer narrative:
A review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. A visual inspection of the complaint device revealed that no biomatter was present on the device. A piece of the catheter appeared to have sheared off the distal tip, but the piece was not returned. No other surface damage or kinks to any of the set were noted. The catheter appeared bent along the length of the catheter. A document based investigation evaluation was not performed as the lot information was not provided by the user facility. There is no evidence that nonconforming products exist in house or in the field. Based on the information provided, and the results of the investigation, a definitive cause cannot be established. It is possible that during the procedure the physician had the teflon catheter angled too much, causing it to catch on the tip of the cannula while retrieving. At this time this cannot be confirmed. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transjugular liver biopsy the external black portion of the catheter that comes with the liver access and biopsy set got amputated [sic] and was retained within the hepatic vein during the removal attempt. As a result, the patient was brought back in the next day and the retained portion of the catheter was removed with a snare. The patient did not experience any other adverse effects as a result of this occurrence as per the physician, "the patient is fine. There are no issues with follow up. No official complaints as far as I know at the moment." Additional information regarding event details to include clarification of how the device "got amputated" has been requested. No further information is available at this time.